Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time.

Event description:
It was reported that the health care professional (hcp) called in for review of device data. Technical services reviewed and found there was noise on the right atrial (ra) lead that occur after a far-field signal which are falling into blanking. Additionally, the patient appears to be in a true atrial arrhythmia despite unusual presentation of a double signal. Daily lead measurements appear stable however, there are small intrinsic amplitudes. It was noted there was a right ventricular autothreshold (rvat) test that was in suspension due to fusion beats. Technical services provided troubleshooting and programming options. At this time, the pacemaker and ra lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this pacemaker exhibited safety mode. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.